Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed pairing test and unit paddfunctional testing was performed and the test failed. Perform receiver down load review and customer complaint was confirmed via data. The reported event of loss of connection was confirmed. The root cause cannot be determined.

Manufacturer narrative:
(B)(4). Common device name - correction-the g5 system is associated with product code pqf. Product code pqf is not currently available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.